Event description:
On (b)(\6) 2018, the lay user/patient contacted lifescan (lfs), alleging that her onetouch ultra mini meter had a power issue - turns off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue began on (B)(6) 2018, 8:45am. The patient manages her diabetes with oral medications (metformin), diet and exercise. It is unclear if the patient made any change to her usual diabetes management routine in response to the alleged product issue. She stated that ¿a few minutes¿ after the alleged product issue began, she developed the symptoms of ¿dizzy, headache and shaky¿. The patient stated that she self-treated with food and drink. ¿sweets¿. At the time of troubleshooting the cca noted that it was not the first time the meter was being used, there was no misuse of the meter. After educating the patient about the auto shut off, the issue remained unresolved and based on the information provided the battery did not require to be replaced. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.